Event description:
A report was received that the patient had burning sensation at the ipg site. The patient was prescribed lidocaine patches.

Event description:
A report was received that the patient had a burning sensation at the ipg site. It was suspected that a nerve had been irritated while the ipg pocket site was being made. The patient was prescribed lidocaine patches.